Manufacturer narrative:
(B) (6). The xience v 2.75 x 28 (part# 1009540-28, lot# 7112141) indicated is being filed under a separate medwatch MFR number. Death, myocardial infarction, renal failure, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: myocardial infarction (mi), cardiopulmonary arrest, in-stent restenosis, death. Time of adverse event: approximately 17 months after the procedure. It was reported, via a trial, that on (B) (6) 2009, approximately 17 months post a proximal left anterior descending (lad) artery stenting procedure with a xience v stent, the patient experienced an acute myocardial infarction with severe shortness of breath. En route to the hospital, the patient went into cardiopulmonary arrest. The patient was emergently sent to the catheter laboratory where diffuse 70% ostium to mid portion in-stent restenosis was seen. Since the patient was not a candidate for cardiovascular surgery, treatment was medical management. On (B) (6) 2009, the event resolved and the patient was discharged to home; however, shortly thereafter, the patient was rehospitalized. During hospitalization, the patient experienced cardiopulmonary arrest and was resuscitated and ventilated; however, on (B) (6) 2009, the patient developed acute renal failure. A permacath was placed and the patient was started on dialysis. During the same hospitalization, on (B) (6) 2010, the patient was made code class c and on (B) (6) 2010, the patient was found without vital signs and pronounced dead. The cause of death was multiorgan dysfunction syndrome. Although requested, there was no additional information provided.